Event description:
Pt was skin tested with negative results in 2000. Pt received their third collagen injection in the vermilion borders in 2000. Pt called in 2000 to complain that they had lump at upper right side vermilion border. Physician saw pt in 2000 and prescribed aristospan il to see if lump responded favorably. Physician is not diagnosing this as hypersensitivity at this time, and will call this a lump for the time being. If "lump" responds significantly to aristospan, that would point to possible hypersensitivity reaction.